Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
As part of a user facility report, it was reported that the ventilator switched to standby mode during operation by itself without warning. The device issued an alarm, but the ventilation was stopped. It was reported that the patient was in a critical condition but could be stabilised by manual ventilation. The user states no health consequences for the patient.

Event description:
As part of a user facility report, it was reported that the ventilator switched to standby mode during operation by itself without warning. The device issued an alarm, but the ventilation was stopped. It was reported that the patient was in a critical condition but could be stabilised by manual ventilation. The user states no health consequences for the patient.

Manufacturer narrative:
The log file and the provided information of the affected device were analysed regarding the reported event. Based on the analysis of the log file, it was confirmed that the device had switched to standby mode during the reported period. The analysis revealed that the device was actively switched to standby mode by a user interaction. For this purpose, standby was selected on the user interface of the display and confirmed by pressing the rotary knob. The investigation found no indication of a device malfunction. The operating concept of the device stipulates that the user must confirm each cancellation of ventilation mode by pressing the rotary knob. The device behaved as specified and switched to standby mode after input and confirmation by a user. The results of the investigation did not reveal any new risks that are not covered by the existing risk management report.